Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventive maintenance of the external pulse generator (epg) the atrial ventricular (av) intervals at 200 paces per minute (ppm) were slightly out of range. The result was the same when the test was repeated. The programmer is expected to be returned. There was no patient involvement.